Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was bent not broken while reaming. All available information has been disclosed for reporting. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the instrument broke while reaming. Additional information was received from the product was bent not broken. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of returned device revealed s-rom*adaptor hudson to zimmer has the prong bent and broken on one side. The fragment was returned for evaluation. The observed condition appears to be consistent with the effects of repeated use and servicing over 15 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s-rom*adaptor hudson to zimmer would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a1010) provided is not a valid finished goods lot# h11 additional narrative: corrected: h3.